Manufacturer narrative:
Complaint f/u: review of case images; review of procedure notes; review of post procedure summary (all performed by (B)(4)); f/u with distributor personnel regarding case. Complaint sample eval: the complaint sample was not returned to rex for exam by the engineering team. Retain device eval: there were no retain device evals as the lot number of the complaint sample was not provided. Root cause: a definitive root cause found this pt death was due to physician error. Review of case documentation found the root cause to be manual massaging that caused fatal pulmonary embolism. Once central obstruction was relieved, there was nothing to prevent clot going centrally...

Event description:
On (B)(6) 2012, rex medical was notified of a pt death that occurred on (B)(6) 2012, immediately after the completion of a declot procedure of a native fistulae that involved a cleaner rotational thrombectomy device. The procedural notes from the case as well as the post case summary and case images (along with feedback from distribution personnel) was available for review and eval.